Event description:
The mother of the pt reported that the pt's infusion set was leaking near the cannula housing. The pt's blood glucose was "little high" (9mmol/l, 162mg/dl) on the morning of 2007. At 3pm his blood glucose was still high (value not provided) and the bolused. At around 5pm his blood glucose measured 31 mmol/l (558 mg/dl) and he found insulin leaking between the "tube and the patch" near his infusion site. The pt's normal blood glucose range is 4-6 mmol/l (72-108 mg/dl). Symptoms of high blood glucose included thirst and feeling tired. The mother stated that the pt did not have any more infusion sets. She stated the pt has an insulin pen he can use. Upon follow up the mother stated that the pt's blood glucose had returned to normal. The patient did not required assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.